Manufacturer narrative:
H11: additional manufacturer narrative: device evaluation anticipated, but not yet begun. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this valve model 11500a23 implanted in the aortic position was explanted from a 73-year-old patient after an implant duration of four (4) years and eight (8) months due to degeneration leading to medium-severe stenosis and mild-moderate intraprosthetic regurgitaiton. A routine echocardiography check showed a diffuse thickening of the non-coronary and right coronary leaflets with fusion at the base with functional bicuspid-type rhomboid prosthetic opening. A doppler control confirmed high gradients (57/37 mmhg). As reported, patient did not present with specific symptoms. A 23mm bioprosthetic valve was successfully implanted in replacement. Patient was discharged on post-operative day 8.

Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section h6 (device code), h6 (investigation findings) and h6 (investigations conclusions). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. The device was returned for evaluation. Customer report of degeneration and stenosis was confirmed due to calcification. Customer report of regurgitation was unable to be confirmed through visual evaluation. X-ray demonstrated commissures 1 and 2 bent inwards; cocr band intact; the vfit cocr alloy band was not expanded. X-ray also demonstrated moderate to heavy calcification on all three leaflets. Extrinsic calcific deposits were observed on the surface of all three leaflets at both inflow and outflow aspects. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 3 on the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 2 on the outflow aspect. Host tissue on the stent circumference was moderate at both the inflow and outflow aspects. Calcification restricted leaflet mobility and led to stenosis. Sewing ring cloth and silicone had multiple cuts around the valve and exposed metal band at both inflow and outflow aspects. A suture thread remained attached to the sewing ring. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. Pannus overgrowth, or host tissue, is considered a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors.